Manufacturer narrative:
Correction made to b5: it was reported that there was a separation between the twist clamp (previously submitted as female connector) and the main body of a minicap transfer set. Correction made to f10/h6: component codes: g0405203 (previously submitted as g04034). Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue main body due to a broken occluder foot beneath the white twist sleeve. Leak, clear passage, and clamp function testing were performed, and a leak through the set was observed. The reported condition was verified. The cause of the broken occluder was undetermined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set, due to the main body was cracked. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.